Manufacturer narrative:
The device was not returned for evaluation. Information provided by the arthrex representative indicates the cause of the event appears to be related to misuse. Representative states that, the or staff is not sufficiently trained on electrosurgery. The burn occurred at the location of the returned electrode, which is typically related to improper set up or incompatible equipment used. The customer used a competitor's generator and non arthrex return electrode made of rubber, rather than the single use return electrode recommended. Product "directions for use" states that arthrex ablation probes are designed specifically for use with an arthrex opes generator. All parts must be examined for safety and cross-compatibility. Arthrex representative has, since the event occurred, instructed the surgeon on how to use electrosurgery devices to avoid a burn. This event was attributed to misuse.

Event description:
It was reported that the patient suffered a burn at the thigh of approximately 5cm in diameter during a shoulder arthroscopy. The burn occurred beneath the return electrode. No further information is available regarding the patient condition. This device is used for treatment.